Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during a fill phase of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. The patient cycled the power to clear the alarm and ended therapy. Nothing unusual was noted with the supplies or the setup that could have caused or contributed to the reported alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.